Event description:
Additional information indicates that the patient is having effective therapy and no longer need any surgical intervention; therefore, this event is no longer considered to be reportable.

Manufacturer narrative:
The patient is having effective therapy and no longer need any surgical intervention. There is no device malfunction; therefore, this device is no longer considered reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead exhibited high impedances on all contacts resulting in ineffective therapy. As a result, surgical intervention may be undertaken to address the issue.